Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID and dob not provided for reporting. (B)(4). Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was conducted. The report indicates that the: 440.834s - 9497179 manufacturing location: (B)(4), manufacturing date: 03.jun.2015, expiry date: 01.may.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a tomofixtibheadpl med prox 4ho ti was used in surgery for osteoarthritis of the knee on (B)(6) 2016. After surgery, hinge fracture occurred because the patient ignored relieving period. The alignment did not lose shape. Therefore, the patient was instructed non-weight bearing for a while and observation took place. The patient ignored relieving period again. Then the tomofixtibhead plate was broken. Revision surgery will be planned. Patient status is good. This complaint involves 1 part. Concomitant parts:: screws: part/quantity unknown. (B)(4).